Event description:
The customer reported the ventilator had a 35volt supply failure. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the reported event, however review of the ventilator diagnostic log confirmed a 35volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the cpu pcb board to complete the repair. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).